Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be established. The event is detectable/preventable by handling the device in accordance with the following IFU: IFU states the detection method in tjf-q170v operation manual 3.3 inspection of the endoscope. IFU states the preventative measures in tjf-q170v reprocessing manual 5.5 manually clean the endoscope and accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during reprocessing the duodeno videoscope exhibited foreign material from the forceps elevator. There was no patient involvement in this event.

Manufacturer narrative:
This supplemental report is being submitted to provide correction to the g3 date. The g3 date entered incorrectly. The correct g3 date is june 3, 2025. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was (B)(6) 2025.

Event description:
No additional information received from customer.